Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter had a battery indicator issue and was not resolved with troubleshooting.

Manufacturer narrative:
No product is expected to be returned. The 510(k)# is k082590.

Manufacturer narrative:
Follow-up # 1 - device evaluation: the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. Additional tests were performed and the meter was found to have spc pins 1-3 contaminated. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.